Manufacturer narrative:
B3: date of event - used (B)(6) 2019 since reported event date was from week of (B)(6) 2019. Device evaluated by MFR.: gladiator elite device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at approximately 8 mm proximal of the proximal end of the proximal markerband. The rated burst pressure for this device is 20 atmospheres. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occured. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, upon inflation, it was noted that there was a small leak at the distal portion of the balloon. After removing the device, a visible pinhole on the balloon was noted. The procedure was completed with a different device. No patient complications were reported. It was further reported that during inflation at 10-12 atmospheres, a leak was noted on fluoroscopy and the balloon was unable to hold pressure.

Manufacturer narrative:
Date of event - used (B)(6) 2019 since reported event date was from week of (B)(6) 2019.

Event description:
It was reported that balloon rupture occured. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, upon inflation, it was noted that there was a small leak at the distal portion of the balloon. After removing the device, a visible pinhole on the balloon was noted. The procedure was completed with a different device. No patient complications were reported.